Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch # mw5159322 received 02october2024. This patient underwent a diagnostic cardiac cath on (B)(6) 2024. A 6 f left femoral sheath was placed and then exchanged for the bf balloon pump sheath. Next the 50 cc maquet iabp catheter was advanced over the balloon pump wire and positioned with the distal tip at the carina. The wire was removed and then the catheter lumen was flushed, and the iabp balloon was connected to the console. On connecting, we noticed that the fiberoptic sensor was not working, and we also did not have the arterial line cable available to connect. But since there was adequate augmentation on 1:1 pumping, we initiated the pump. After about an hour of insertion, we noticed there was some blood in the balloon pump tubing. It was suspected that the balloon pump may have ruptured, so the pump was removed. The pump was unplugged and the sheath and pump removed together. Manual compression was performed to obtain hemostasis of the left femoral artery. The patient experienced no injury although there was concern about thrombus to left leg. The patient was given heparin and no vascular intervention was needed. Patient underwent cardiac surgery on (B)(6) 2024 with no complications. Plan is to discharge patient to home with home heath on (B)(6) 2024. The balloon pump and the catheter have been secured in the biomedical department since the incident. We are in the process of scheduling a time that a representative from the vendor can come and examine both the balloon pump and the catheter with the risk manager and biomedical engineer present.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned sheath was over the catheter and partially covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 76.2cm and 50.3cm from iab tip. The optical fiber was found to be broken within the approximately 26.4cm from the iab tip. The extender tubing, pressure tubing and the three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing extender tubing and pressure tubing was performed, and no leaks were detected. The reported failure of ¿fiber optic sensor failure¿ was confirmed by the evaluation. However, we are unable to confirm the ¿leak, blood in tubing¿ failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.